Event description:
A nurse reported resistance was felt while trying to deliver the intraocular lens (iol) through the delivery system cartridge. The capsule tore and the incision was enlarged. Another lens model was implanted. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation and the information required to complete a review of product history records was not provided. However, the associated intraocular lens was returned and verified to have haptic and optic damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. No conclusion can be drawn.